Manufacturer narrative:
This report is submitted on january 3, 2020.

Event description:
Per the surgeon, the device was explanted (B)(6) 2019 (reason not provided). It is unknown if the patient has been re-implanted with another device.

Manufacturer narrative:
This report is filed on (B)(6) 2020.

Event description:
Device analysis of the returned device indicates a device failure.